Event description:
It was reported that the customer had passed away in a hospital. The reported cause of death was complications due to prior surgery. The customer was hospitalized on (B)(6) 2014. The customer had peterson syndrome due to gastric bypass ten years prior. The caller stated he did not know the customer's blood glucose level at the time of death, but it was high as she had just gotten out of surgery. The customer was not wearing the insulin pump at the time of death; she was off the insulin pump approximately one and a half to two days due to surgery/recovery. The customer was not using sensors. At this time, the caller does not want to return the insulin pump for analysis. He stated that in the past, the carelink uploads have been done by the customer's health care provider. No further information is available at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.